Event description:
The customer's doctor reported via phone call that the insulin pump had multiple no delivery alarms during priming and bolus. Customer's doctor reported that the customer rotated his insertion sites and still received no delivery alarms. Blood glucose level at the time of the incident was over 600 mg/dl. Blood glucose level at the time of the call was 445 mg/dl. The high blood glucose levels were treated with manual injections. The customer's doctor was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No excessive "no delivery" error alarm noted. Unit had normal operating currents and no unexpected off no power, low battery, weak battery or battery out limit alarms noted. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.